Manufacturer narrative:
(B)(4). The customer reported that the device was not detecting "a" side battery as expected. There was no report of pt involvement. This complainant is still being investigated. A follow up report will be submitted upon completion.

Event description:
The customer reported that the devices was not detecting "a" side battery as expected.